Manufacturer narrative:
(B)(4). Medical product: vanguard ps open box femoral interlok, catalog # 183110, lot # unknown; vanguard (tm) dcm ps tibial bearing, catalog # 183760, lot # unknown; series a pat thn 34 3 peg, catalog # 184786, lot # unknown. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the item and/or lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filled for this event: 0001825034-2018-04943; 0001825034-2018-04947. Product location is unknown.

Event description:
It was reported the patient underwent a right knee arthroplasty. Subsequently, the patient underwent a two stage revision due to infection with irrigation and debridement.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.